Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: difficult to deploy/ difficulty to remove. It was reported that during the procedure, it was difficult to release the stent from the balloon, so the balloon was inflated to 20 atm to deploy the stent. No reflow was noted, and a dissection occurred. A second stent was placed to treat the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Results code - product performance engineering could not determine a conclusive root cause for the resistance issues. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the sidearm and in the guide wire lumen. There was contrast visible in the inflation lumen and in the balloon. The stent had been deployed. The balloon had been inflated and was returned partially filled with contrast. There were crimp marks on the balloon between the markers. There were multiple bends throughout the entire length of the hypotube possibly from being rolled up when returned. There was no other damage noted to the catheter. A new indeflator filled with renografin 60 diluted 1:1 with water was used to pressurize the balloon to 16 atm and the balloon easily inflated and held pressure. There were no abnormalities noted. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that there was difficulty in deploying the stent and there was resistance during the attempt to remove the balloon after stent deployment. Quality assurance analysis found the only damage to the returned catheter was multiple bends throughout the entire length of the hypotube. There was no report of this damage in the reported incident; therefore, it is likely that the damage occurred as a result of handling during the packing of the device for shipment back to abbott for evaluation. During the lab analysis, the balloon was inflated and deflated without any noted difficulty. It is possible that the moderate calcification of the target lesion contributed to the reported difficulty in deploying the stent. The returned cine was reviewed; however, it did not contain any images that could confirm why there was resistance when attempting to remove the balloon after the first inflation. The cine did show a second inflation of the balloon in the proximal portion of the stent, and then the catheter was removed. The deployed stent remained centered in the lesion at all times. A conclusive root cause cannot be determined for the reported resistance issues. It was also reported that the pt experienced vessel dissection and occlusion. Dissection and occlusion, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting and not considered an indication of a stent delivery system quality problem. It should be noted that in this case the balloon was inflated to 20 atm, which is above the rated burst pressure (rbp) of 16 atm listed in the IFU. The IFU states: "do not exceed rbp as indicated on the product label. Use of pressure higher than specified on product label may result in balloon rupture with possible intimal damage and dissection." The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.